Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly used wig tape and shaved hair which helped maintain lock. The recipient resumed device use. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing retention issues. On (B)(6) 2021, the recipient was given a kenalog injection, however, the issue did not resolve.